Manufacturer narrative:
The reported event was not duplicated; however, the diagnostic engineer found socket corrosion during the device evaluation.

Event description:
It was reported by the user facility that the remb sagittal saw would not shut off in the operating room. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the user facility that the remb sagittal saw would not shut off in the operating room. The user facility was not able to provide any further information regarding the reported event.